Manufacturer narrative:
A ge service rep performed an on site investigation. The f5 and f6 fuses, and the left monitor were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.